Event description:
Cath (vad) implanted in left subclavian area. When x-ray was requested to check placement, it was not visible on screen. Conray dye was introduced, was able to be seen on x-ray and had blood return. When port was sutured under skin, needle introduced; no blood return. X-ray taken; not seen on screen.